Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available because this was related to a medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation procedure, a versacross steerable sheath was selected for use. The physician was attempting to advance the transeptal needle into the superior vena cava. The physician felt like they had crossed through a patent foramen ovale but when visualized on intracardiac echocardiography (ice), the needle was not visible across the septum. Then the patient's blood pressured dropped and a pericardial effusion was diagnosed via ice. A pericardiocentesis was performed to treat the patient. The patient became stable. The device is not expected to be returned for analysis. Mw5167701.